Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have energy activation issue. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the erbe generator was not activating intermittently. The customer stated that the surgeon pressed the pedal and there was no energy activation. Intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to ensure that the 3 connectors on the back of the erbe were tight. The customer called back the following day and stated the issue continued. When starting the system, the erbe continued to error. The customer was not sure if a force triad generator was available and decided to switch out the vision side cart (vsc) for the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a low anterior resection. The procedure was completed robotically without switching the vsc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the erbe generator to resolve the issue. Isi received the erbe generator involved with the complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.